Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. . Based on the results of the investigation, the phenomenon was not reproduced without product return, and a root cause could not be identified. However, a phone call with an onsite olympus sales representative stated that the issue may have been caused by a loose sdi cable but he could not confirm. He confirmed, however, that the issue was resolved by moving the monitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the evis exera iii xenon light source shows sine waves during the procedure when injecting air and water from the scope. There were no reports of patient harm or impact associated with the reported event. The customer additionally reported that additional troubleshooting was performed on the monitor. It was determined that the issue was with the scopes. In the middle of the case the doctor inserts the scope into patient and when the doctor releases water/air they see a saw-tooth pattern/sine wave across the monitor. It is unknown if they were using an electrosurgical (esg) device at the time, and unknown what types of valves are re-usable or disposable. The customer requested an olympus representative for an on-site visit for further investigation. The olympus representative reported that the issue may have been caused by a loose serial digital interface (sdi) cable but was unable to confirm. The reported issue was resolved by moving the monitor.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.